Event description:
It was reported that the patient had back surgery on (B)(6) 2012 and had the entire stimulation system removed. The reporter stated that the 'stimulation did not function.'

Event description:
Follow up information received from the healthcare professional (hcp), reported that the cause of the event was that it was part of lumbar spine surgery. The lead component was removed during lumbar decompression as the patient felt the implantable neurostimulator (ins) was not helping the patient. Hospitalization was not required for the event. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), explanted: (B)(6) 2012,product type programmer, patient; product ID 37752, serial# (B)(4), explanted: (B)(6) 2012, product type recharger; product ID 3487a-56, lot# v621705, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot# v621705, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type extension. (B)(4).